Event description:
On 9/24/91, rptr had an onset of excruciating pain in her right leg, and hip. She immediately went to emergency room. There she was examined, and x-rays were done. X-rays showed a ruptured disc. On 9/25/91 rptr was seen by dr and was told she definitely had a huge ruptured disc, and it was pressing on nerves and that was causing the pain and numbness in her leg. Myelogram and post-myelogram CT scan showed a hugh disc herniation l4-5 right with upstream migration of the disc fragment. On 10/3/91 rptr underwent a posterior lumbar decompressive laminectomy l-4 and l-5, harvesting bone from the right iliac crest and instrumentation with plates and screws l-4-l-5. She was placed in at "body jacket" for six months or more, and even now because of pain. Upon dismissal from dr she was told she had a solid fusion on "right" side, and not a complete fusion on the "left" side. Told not to worry, things looked good and normal. Rptr has had continous shooting pain down her right leg, and right knee, low back pain, hip pain, and sometimes high back pain for the last year or more. On 9/1/94 x-rays were done and were normal. Dr told rptr on 9/1/94 she would have pain like this the "rest of my life" which was a total "shock" because he never told her this before. He also stated she needed to have another myelogram done to see if there are problems the x-rays may not show.